Event description:
Procedure: exploratory laparotomy. Partial gastrectomy. Gastrostomy. According to the operative report: preoperative diagnosis: gastrocutaneous fistula, post operative diagnosis: gastrocutaneous fistula. During the procedure, the stapler was selected and placed below the area of serosal damage. The stapler was fired and the piece of the stomach was amputated. There was a misfire of the stapler and the staples did not fire, and the stomach was left without closure. Obvious bleeding sites were controlled. The stomach was inspected and the edges appeared viable, and therefore, the opening in the stomach was then closed with o polysorb suture and this was reinforced with interrupted 2-0 silk lembert sutures. The resected portion of stomach was inspected and the perforation identified. It was only about 2mm in width. Then the gastrostomy was placed. The estimated blood loss was 1,000 ml.